Event description:
Anti rotation peg inserter/extractor broke off and metal lost in pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.